Event description:
It was reported by the rep that the two rpfxg was use during a radical prostatectomy procedure. It was reported that the rp flex did not fire on both guns. Both devices came from the same batch. The surgeon completed the case with another gun. There was no pt consequence.